Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during the patient's last admission, the nurse entered the patient's room to assess the patient during a continuous chemotherapy infusion and found that the tubing set filter had leaked.